Event description:
Patient reported that the aligners have caused permanent damage to their teeth. They have extreme sensitivity, pain, achiness, visible white spots, lines and chip to their front tooth. At a cleaning appointment with their dentist, the dentist asked if they were using aligners as their gums are severely inflamed.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.